Event description:
It was reported that the patient's right ventricular (rv) lead was partially explanted, capped, and replaced due to lead fracture as evidenced by inappropriate therapy, noise on the rv lead, and multiple sensing integrity counts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.